Manufacturer narrative:
Correction: in initial report, it was inadvertently reported a separate report would be submitted for the phacofragmentation equipment, however, only 2 reports were submitted for 2 tubing packs. Correction: in initial report, the expiration date provided was inadvertently reported as 07/30/2020, however the correct date is 07/30/2021. Device available for evaluation? Yes returned to manufacturer on: 12/18/2018. Device returned to manufacturer? Yes. Device evaluation: the opo73 tubing pack lot# 60139772 was returned within its original packaging. Prime, irrigation flow rate, venturi max vacuum, aspiration flow rate, vacuum rise time, and vacuum sensor accuracy were tested and all test results except vacuum sensor, were found within specifications. Therefore, the reported event of vacuum issue was confirmed.. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# 60139772. All devices met material, assembly and performance specifications at the time of product released. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit and was not able to duplicate the vitrectomy issues reported. A field service checklist was performed. The unit complied with all factory settings. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s left operative eye requiring a vitrectomy procedure and incision enlargement when using the signature pro console and tubing pack model opo73 . A description from the surgeon indicated the capsular tear occurred due to the patient¿s movements during the procedure and the patient¿s anatomy. The surgeon stated the capsular tear had nothing to do with the sig pro malfunctioning, but was because of the patient¿s anatomy; however, during the vitrectomy procedure, there was vacuum inconsistencies to no vacuum. The intraocular lens was implanted in the sulcus. The patient¿s post op vision was 20/30 and was referred to retina specialist just to make sure everything was well. This is 1 of 2 reports. The complaint reporter reported one adverse event; however, is returning 2 tubing packs and it is unknown which one was used during the event. This report is for first tubing pack. A separate report will be submitted for the phacofragmentation equipment.